Manufacturer narrative:
A device evaluation confirmed leakage in the scope, however the reported allegation of ¿no image¿ could not be confirmed. The adhesive on the bending section cover was detached. Due to wear of the angle wire, the bending angle in up direction did not meet the standard value. The ig (image guide) bundle was stained and had significant breakages. Due to corrosion on the el-(electrical) connector caused by water leakage, the endoscope cable could not be connected securely. The grip had a dent. Scratches were found on the following: connecting tube, universal cord and acoustic lens. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was leakage in the bronchofibervideoscope during reprocessing . The field engineer inspected and found there was leakage from suction/biopsy channel and endoscope displayed no image. The device was returned for repair. There was no patient involvement. This MDR is being submitted to capture the reportable malfunction of the endoscope not displaying an image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to some external force due to the evidence of a large number of scratches at the tip. The instructions for use (IFU) states the following regarding the suggested phenomenon: "chapter 3 preparation and inspection: 10. Carefully inspect the distal end of the endoscope, especially around the ultrasonic transducer. Confirm that there are no flaws, cracks, scratches, or any other irregularities." Olympus will continue to monitor field performance for this device.